Event description:
Same case as 6000093-2006-02137 and 6000093-2006-02139. It was reported that two days after a coronary artery drug eluting treatment procedure, stent thrombosis occurred. The lesions were located in the right coronary artery (rca) and the left anterior descending (lad) artery. The patient had been using plavix and aspirin prior to the index procedure. An 8 french long sheath was inserted into the right femoral artery (rfa) and an abbott prowater 0.014" 300cm guidewire was advanced. Then an 8 french jr sh 4.0 guide catheter was inserted over the wire. The physician pre-dilated the rca with a maverick 2.50x15mm balloon at 6 atms for 10 sec, 6 atms for 10 seconds and 8 atms for 10 seconds and 8 atms for 10 seconds. After pre-dilatation, a taxus express2 2.50x20mm drug eluting stent (des) was deployed in the rca at 11 atms for 10 seconds and then post dilated with the delivery balloon at 18 atms for 10 seconds. Then another taxus express2 2.75x16mm des was deployed at 9 atms for 5 seconds and post dilated with the delivery balloon at 26 atms for 5 seconds. An abbott prowater 0.014" 300cm guidewire was advanced to the lad and an 8 french jl st sh 4.0 guide catheter was advanced over the wire. A maverick 2.75x9.0mm balloon was used to pre-dilate the lad at 6 atms for 10 seconds and again at 6 atms for 10 seconds. After pre-dilatation, a taxus express2 2.75x16.0mm des was deployed in the lad at 9 atms for 10 seconds and post-dilated at 14 atms for 10 seconds. Another taxus express2 2.75x12mm des was deployed at 9 atms for 10 seconds and post-dilated at 14 atms for 5 seconds. Finally, a third taxus express2 3.00x34mm des was deployed at 11 atms for 10 seconds and post-dilated at 16 atms for 10 seconds and again at 16 atms for 5 seconds. The stent delivery device and guide catheter were removed and the procedure was completed. The patient was administered heparin and angiomax during the procedure. There were no reported complications during the index procedure. Two days later, the patient presented with chest pain. Angiography revealed thrombosis in three stents previously placed two days ago; in the rca, a taxus express2 2.50x20mm des and taxus express2 2.75x16mm des; and in the lad a taxus express2 3.00x24mm des. The patient was transferred to the cardiac catheterization lab where the rca and lab were ballooned with unspecified maverick balloons. The physician had trouble re-vascularizing the affected areas. Two days later, the patient was transferred to a different facility. No further information is available. Follow-up information was requested, but the facility declined to provide further information.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.